Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturing narrative: pupliary block, secondary glaucoma, elevated iop, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced pupil block with angle closure, significant reduction of irido-corneal angles, shallow ac, secondary glaucoma, and medication was used for treatment. The lens was then explanted.